Manufacturer narrative:
The tech found an internal leak in the hydraulic manifold. He replaced the hydraulic manifold to repair the bed.

Event description:
Info rec'd indicates the head section will not remain in the elevated position.